Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer take a charge. It was mentioned that the patient had been shocked by an electrical outlet and ever since the ipg had not worked properly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.